Event description:
The customer reported to baxter healthcare of one unknown tubing set in which the end cap was detected missing from the tubing. There is no report of patient involvement, injury or adverse event associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned an empty package for product code (B)(4), lot number r12g17021. No sample was received. No deviations were noted in the batch review for r12g17021. The complaint is not confirmed and the assignable cause could not be determined. If the sample or additional information becomes available, a follow up will be submitted.